Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was returned for evaluation at the distributor. Upon evaluation, the pulse reset was not duplicated during testing. The pulse reset was confirmed in the download data. The root cause for the reset was isolated to noise from the defibrillator board pca high voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement (B)(4)) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor. Electrode belt sn (B)(4) was returned to the distributor and was evaluated in accordance with zoll manufacturing corporation recommendations. The electrode belt was determined to be fully functional during the evaluation. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
The distributor reported that electrode belt sn (B)(4) gelled while being used by a patient. During the evaluation of the electrode belt, a review of the patient's downloaded software flag files indicated that the monitor sn (B)(4) reset following a treatment delivery on (B)(6) 2016. The patient's rhythm prior to the treatment event is unknown. The patient did not report receiving a treatment. Details of the patient's activities during the event are unknown. There is no indication that the response buttons were used during the event. It is unknown if the patient sought any medical attention.